Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Catalog #: unknown but referred to as a cook celect filter. (B)(4). Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported allegation that future perforation and fracture likely are directly related to the filter and unable to identify corresponding failure mode(s) at this time. Rpn and lot# are unknown, product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Correction(s): adverse event to product problem, life-threatening to blank, serious injury to other. (B)(4). Name and address for importer site: (B)(4). 510(k) could be any of the following: k073374. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on 05dec2017 as follows: patient [ pt.] Allegedly received an implant on (B)(6) 2009 due to extensive pelvic fracture and high risk for deep vein thrombosis/pulmonary embolism. Pt. Is alleging tilt, filter in place more than 90 days, too risky to attempt retrieval, & future perforation and fracture are likely.